Event description:
It was discovered during baxter's testing that a device alarmed for a "door not fully latched." There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The symptom was confirmed and reproduced. The reported "door not fully latched" alarm was caused by a damaged upper link switch. The upper auxiliary assembly was replaced.